Manufacturer narrative:
The subject device was returned to omsc for evaluation. When we pressed the seal button of the device, we were able to output. The evaluation confirmed that the coating of grasping section was partially missing. The manufacturing history was reviewed, with no irregularities noted. This type of the coating damage and the error is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp object. Based on the past similar cases, it was known that open circuit error occurred when the user activate output without grasping anything or with grasping some insulating material. Omsc could not determine the root cause for the activation stop because the reported phenomenon was not reproduced. There was a possibility that it could not be output due to the error occurrence. Based on the past similar cases, it was known that open circuit error occurred when the user activate output without grasping anything or with grasping some insulating material. The instruction manual of the device already cautions; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a procedure of gynecology, the subject device was used. At the early stage from the beginning of use, open circuit error occurred frequently. When the user pressed the seal button of the device, but the device did not output. The procedure was completed with another thunderbeat. There was no patient injury reported. As a result of evaluation of omsc on (B)(6) 2017, omsc confirmed tha the coating of grasping section was partially missing. It was not reported that the fragment of the coating fell into the patient.